Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and barbed suture was used. It was reported from the surgeon that 3 times in the case the suture would just undo on its own and would cause the tissue to dehisce. Surgeon did test the barbs and the surgeon didn't feel any barbs on the suture. He opened a new one to complete the case with a new one that did have the correct barb alignment. Event took place in mid march. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: 1. Please provide lot number unknown 2. Please clarify how many devices was used in this single procedure 1 device, 3 different cases. 3. Any patient consequences? No consequences for patient 4. Please provide procedure name and date all knee replacement procedures, dates unknown, but occurred in month of march. I was provided wrong stratafix code. Sxpp2b405 is the correct suture code involved. Sxpp2b202 was not involved. The single complaint was reported with multiple events. There are no additional details regarding the additional events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.